Event description:
Two pt samples with discrepant results for creatinine. Pt 1, initial result gave 130 mg/l; repeat gave 1.33 mg/l. Pt 2, initial result gave 94 mg/l; repeat gave 8.7 mg/l. No info provided if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.